Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead did not capture. The lead programming was changed and the lv lead remains in use. The patient was a participant in the prompt clinical study. No patient complications have been reported as a result of this event.